Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited that the image blacks out when adjusting the angulation of the endoscope. The issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was confirmed. Additionally, the investigation found: error e216 and error b30 (scope communication error). Based on the results of the investigation, it suggests probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information was provided by the customer.